Event description:
Per medicon, approximately 110 days after placement in the pt the dome was detached from the tube during removal. It was necessary to replace the tube since the doctor punctured the tube with a needle. The dome was retrieved endoscopically.